Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that the system was still in use and it was possible that the issue was resolved without further intervention.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0229404325, implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The catheter, which was previously indicated as remained implanted and still in service as of (B)(6) 2024 was now further indicated as having been explanted.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient has a complex condition of intractable chronic pain for which they received an intrathecal pump. It was further reported that the patient had concomitant conditions of endometriosis that contributes significantly to severe pelvic pain requiring continuous hormone therapy and nsaids, and symptoms present suggestive of irritable bowel syndrome (ibs), exacerbating abdominal discomfort and requiring further diagnostic evaluation. The patient was initially hospitalized for three weeks for pain control with continuous epidural infusion of morphine in the dose of 2 to 4 mg/day associated with 0.25% ropivacaine, resulting in total pain control during the period. To evaluation of the intrathecal pump implant, an intrathecal puncture test was performed using 200 mcg of morphine and 200 mcg of bupivacaine, which provided a 90% improvement in pain. Given the success of the test, the device was implanted. On (B)(6) 2024, an intrathecal pump was implanted for continuous infusion of morphine (250 mcg/day) and bupivacaine (200 mcg/day). During the first week after implantation, the patient had complete pain control. After a week, the patient returned to severe pain, requiring further hospitalization. Morphine doses were increased to 600 mcg/day, with a bolus of 100 mcg per event, without adequate response. The total dose was gradually increased to 1200 mcg/day of morphine; however, the patient was still without significant therapeutic effect. A catheter test confirmed correct perfusion of the system and proper catheter positioning. Furthermore, the rotor test indicated apparently adequate functioning of the pump. Despite positive technical verifications, the pump was placed at minimum infusion rate and a new intrathecal puncture was performed with 200 mcg of morphine, resulting in significant improvement in pain, suggesting a possible dysfunction in the infusion device. The patient's clinical evolution and the tests carried out indicate a possible failure of the device, even with all the necessary technical checks pointing to correct operation. The main diagnostic hypothesis is an impairment in the delivery of the drug by the pump or in the internal functioning of the infusion mechanism, which makes it impossible to control adequate pain relief. The exchange was essential to reestablish the patient's quality of life, since all the options for adjustment and investigation were exhausted, without therapeutic success.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0229404325 implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jun-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (5000mcg/ml, 500 mcg/day), sufentanil (10mcg/ml, dose unknown), and bupivacaine (1500mcg/ml, dose unknown) via implanted infusion pump. It was reported that the patient had a return of symptoms after one week approximately, with total loss of therapy. There were no environmental/external/patient factors that may have led or contributed to the issue. A rotor test, cap test and independent peridural punction were performed. The issue was not resolved at time of report. It was further reported that the patient had less than 50% therapy relief and the location of the issue was the catheter track. It was unknown if there was a medical or surgical intervention needed to prevent a permanent impairment of a function. It was reported that the event lead to or extended patient hospitalization. There was no injury. The patient's weight was asked, but unknown. No further information was reported.